Event description:
No additional event information.

Manufacturer narrative:
Device code- unknown what was the reported -not working- problem. The device history record and previous repair record for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. On 1 may 2019, it was reported from upmc - mercy that a dermatome was not working. Multiple attempts to clarify the reported issue were made, but the customer did not provide clarification. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device on 9 may 2019 noted that the motor was running at the low end of motor speed specifications, that calibration was out of specifications at the zero setting and that the bearings were rough on the device. Repair of the dermatome occurred the same day and involved replacing the motor, eccentric shaft, reciprocating arm, poppet assembly, and the bearings. The technician then tested and verified that the device was functioning as intended then returned the device to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 1 may 2019. While the service technician found that the motor was running slow and that the bearings were running rough, issues that would prevent the dermatome from not functioning as intended, it cannot be determined from the information provided as to what caused these issues. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the hand piece was not working. The event occurred during surgery and there was a delay of unknown length, but no harm reported. No additional consequences were reported.